Event description:
The complainant has reported that a pt underwent a therapeutic egd procedure for treatment. The clinician stated that the first band was successfully deployed from the speedband superview super 7 multiple band ligator; however, the second band failed to deploy. The clinician also stated that because the first band had stopped the bleeding he decided not to use a second device, therefore, no intervention was required. The pt did not sustain any reported complications or ill effects as a result of the issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationshop between this device and the cause for this event at this time.